Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes customer reported that lot number and expire date were missing printed on the tube. The following information was provided by the initial reporter. The customer stated: this report is about missing print. The customer reported that lot number and expire date were missing printed on the tube.

Manufacturer narrative:
The following fields were updated with additional information: d.10 device available for eval? Yes, d.10 returned to manufacturer on: 01-sep-2023. H.6. Investigation summary: bd received 2 samples, and 3 photographs for investigation. 1 out of 2 samples returned was from lot 2311417. Evaluation of both indicated that the label information is not printed/partially printed on the tube. Evaluation of the 100 retained samples from this lot number identified no further examples of this defect. Bd was able to confirm the customer¿s indicated failure mode with the photographs and samples provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes customer reported that lot number and expire date were missing printed on the tube. The following information was provided by the initial reporter. The customer stated: this report is about missing print. The customer reported that lot nummber and expire date were missing printed on the tube.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.